Manufacturer narrative:
H6: updated investigation conclusions: d17: appropriate code/term not available . For ¿withdrawn complaint¿ h6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. Previous patient code, 3191: "mesh failure" was reported based on the original complaint and are no longer applicable per gore¿s investigation. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected and ¿withdrawn.¿ medical records: the known medical records span july 5, 2009 through august 22, 2018 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Medical records from august 3, 2011 through july 7, 2014 were not provided. Patient information: medical history: ¿ morbid obesity ? (B)(6) 2014: 253 lbs., bmi 46.2 ? (B)(6) 2016: 218 lbs., bmi 39.9 ¿ diabetes mellitus ii ¿ hypertension ¿ gastroesophageal reflux disease [gerd] ¿ asthma ¿ chronic obstructive pulmonary disease [copd] ¿ methicillin resistant staph aureus [mrsa] ¿ (B)(6) 2016: history of smoking prior surgical procedures: ¿ unknown dates: cesarean sections x 4 ¿ unknown date: transabdominal hysterectomy, bilateral salpingo oophorectomy ¿ 12/08: anterior abdominal wall hernia repair [no records provided] ¿ 7/6/09: incision and drainage, debridement of abdominal wall abscess, mesh removal. ¿ (B)(6) 2009: incision, drainage and debridement of right lower quadrant abscess with removal of retained suture and fragments of mesh. Implant preoperative complaints: (B)(6) 2009: ¿... Who has had a previous incisional hernia repaired at another facility and developed a wound infection. She subsequently had debridement of her mesh and suture material and had a wound vac in place and is postop approximately three weeks. She now has an area of erythema inferior to the previous incision. Now considered for incision, drainage and debridement.¿ (B)(6) 2009: microbiology: ¿right lower quadrant abdominal abscess. Methicillin resistant s. [Staphylococcus] aureus, moderate growth.¿ (B)(6) 2010: ¿... Who had a previous incisional hernia repair multiple times with mesh infection. She has had mesh removal. She had been treated with massive amounts of antibiotics. She has a massive incisional hernia that occupies the lower abdomen and right lower quadrant. She is now considered for diagnostic laparoscopy and an incisional herniorrhaphy.¿ implant procedure: diagnostic laparoscopy with lysis of adhesion, removal of small bowel from the hernia sac, greater than 45 minutes. Incisional herniorrhaphy with a 18 x 24 dual mesh. [Implant: gore® dualmesh® biomaterial, ¿18cm x 24 cm¿ , no product ID] implant date: (B)(6) 2010 description of hernia being treated: ¿a supraumbilical incision was made with sharp dissection down to the linea alba and mesh . Massive adhesions were taken down with blunt and sharp dissection. Removal of small bowel from the hernia sac and dissection of the large bowel. Identification of the fascia was appreciated, superior, lateral and inferior. Previous transverse incision, elliptical incision, including this portion of the incision removed the previously marked hernia sac noted at the time of the diagnostic laparoscopy. The skin, subcu [subcutaneous] and portion of the hernia sac were sent for pathologic examination that measured at least 24 cm in length and at least 10-15 cm in width. The fascia was freed superior, inferior, and both medial and lateral.¿ implant size and fixation: ¿measuring for limits of the hernia repair, 18 x 24 cm dual mesh was selected, smooth side intraabdominal, rough side toward the muscle. The lateral borders of the rectus fascia were found and the mesh was sutured mesh to rectus fascia in a vertical or horizontal mattress with the knots tied on the mesh side. These individual sutures were placed approximately 1 cm apart in a 360-degree fashion. All lap packs were removed and accounted for. The overlying scarpa fascia was closed with a 0 vicryl suture. The subcu was closed in layers with 3-0 vicryl and the skin was closed with skin staples. Two davol drains were placed in the right and left side, penetrating under the scarpa fascia. Drains were hooked to bulb suction and secured to the abdominal wall with 3-0 nylon suture.¿ relevant medical information: (B)(6) 2011: CT abdomen: ¿previous hernia repair with mesh anteriorly. The integrity of the mesh appears intact when comparing this to the previous exam 09/15/09 at houston medical center. However, on today¿s exam again identified is a right lateral abdominal wall hernia with a defect in the external oblique muscle with a few opacified loops of small bowel within it.¿ (B)(6) 2014: laparoscopic cholecystectomy with operative cholangiogram. (B)(6) 2014: CT abdomen: ¿stable small fat-containing upper midline ventral abdominal wall hernia just above the level of prior ventral abdominal wall hernia repair. Significant interval enlargement of a large ventral abdominal wall hernia in the right lower quadrant of the abdomen along the right lateral margin of previous hernia repair mesh . No acute abnormality within the hernia contents.¿ (B)(6) 2016: CT abdomen: ¿ventral hernia, fat containing, there is an abdominal wall mesh from a repair but the hernia is just superior to the mesh. Weakening of right abdominal wall, large panniculus.¿ explant preoperative complaints: (B)(6) 2016: history & physical: ¿abdominal incisional hernia, plans to have repaired. She is [sic] for a temporary ivc [inferior vena cava] filter. Diagnosis: incisional hernia; plans to have repair.¿ (B)(6) 2016: laparoscopic placement of a peritoneal catheter for progressive insufflation and abdominal wall expansion. ¿... With a history of incisional ventral hernia repair, status post multiple attempts at repair. The patient has been left with loss of domain. The patient has significant medical problems and has a history of smoking and obesity. She has worked hard to lose weight and has quit smoking, and after evaluation by dr. Williams and review of possible solutions, she was consented first to placement of a peritoneal dialysis catheter for the use of progressive insufflation of the abdomen an expansion to then undergo a component separation and complex ventral hernia repair with mesh a week later. Explant procedure: abdominal panniculectomy. Left rectus abdominus internal oblique and transversus abdominis musculofascial advancement flap. Right rectus abdominus internal oblique and transversus abdominis musculofascial advancement flap. Exploratory laparotomy with lysis of adhesions with a right hemicolectomy with ileocolic anastomosis and omentectomy. Complex abdominal wall incisional hernia, recurrent repair with bilateral anterior component separation to be dictated by dr. Xxx and placement of synecor mesh intraperitoneal, by myself. So open hernia with mesh placement. Other procedures were excision of scar, old mesh, foreign body. [Implant: gore® synecor intraperitoneal biomaterial, gkfr2030/14899337, 20 cm x 30cm] explant date: (B)(6) 2016 [hospitalization (B)(6) 2016] ¿we finished panniculectomy and took the hernia sac off the overlying skin. Then, dr. Xxx and I dissected out the hernia sac and old mesh with care to not injure the bowel. With this, there was a redundancy in the right colon, so we did a right hemicolectomy with side-to-side stapled anastomosis and a ta stapled anastomosis, closing the mesenteric defect with 3-0 vicryl, then we had to tee off the upper portion of the incision at the umbilicus, taking out the umbilicus to expose the last hernia defect. At this point, we took the omentum off the remaining colon and stomach. All counts were correct, and we placed tow [sic] on-q pump preperitoneal on each side with appropriate dilation. Dr. Xxx did 2 anterior releases. Then we placed the intraperitoneal mesh using transfascial stay sutures and securestrap sutures or tacks in the retropubic area and the lateral sidewall and to the anterior abdominal wall using 6 transfascial stay sutures; the last 2 being superiorly at the edge of the skin. We were then able to close the anterior fascia with #1 looped pds cutting out any excessive tissues as necessary. We placed a round drain over the mesh and then dr. Xxx came in to close the skin in the remaining parts of the operation, ¿" (B)(6) 2016: pathology report: ¿explanted surgical mesh and surgical sutures.¿ ¿received in formalin labeled [patient name] and ¿abdominal wall hernia sac¿ is a 15.2 x 13.1 x 7 cm aggregate of pink tan fibromembranous tissue, yellow lobulated adipose tissue, suture material and synthetic mesh material.¿ (B)(6) 2016: discharge summary: ¿catheters removed today, continue oral pain meds. Status post right hemicolectomy/omentectomy, and complex abdominal wall reconstruction; tolerating regular diet with bowel movement. Status panniculectomy and anterior component separation bilaterally; continue wound care per dr. Xxx; wounds secure with sutures in place and dermabond. Maintain bilateral lower abdominal drains (right posterior to fascia above mesh and left in subcutaneous tissue.)¿ relevant medical information: (B)(6) 2017: CT abdomen: ¿since previous examination, prior placed anterior hernia mesh is no longer apparent. A large right lateral abdominal wall spigelian hernia has been reduced with a small recurrent or residual right lateral spigelian hernia or eventration present containing only a partial loop of large bowel, nonobstructive and nonincarcerated. There is a recurrent midline abdominal wall hernia measuring 6.4 cm in diameter with a 4.6 cm aperture.¿ (B)(6) 2017: robotic assisted ventral hernia repair with mesh of incarcerated ventral hernia. Robotic assisted adhesiolysis. [Implant: gore® synecor intraperitoneal biomaterial, gkfv1520/15497226, 15cm x 20cm] (B)(6) 2018: CT abdomen: ¿midline ventral abdominal wall hernia containing peritoneal fat and a loop of small bowel with hernia sac estimated approximately 7.1 x 3.5 cm on transverse and hernia neck width 3.5 cm on same transverse image. Findings similar to prior exam with no evidence of hernia strangulation or obstruction, hernia noted along superior edge of prior suspected ventral herniorrhaphy. Stable mid abdominal wall laxity in lateral right lower quadrant abdominal wall without significant focal hernia.¿ (B)(6) 2018: robotic-assisted incisional hernia repair with mesh. Robotic lysis of adhesions, extensive. [Implant: gore® synecor intraperitoneal biomaterial, gkfv1520/16499353, 15cm x 20cm] (B)(6) 2018: diagnostic laparoscopic converted to exploratory laparotomy with removal of old mesh and debridement of abdominal wall and repair of enterotomy with lysis of adhesions and placement of abdominal wall wound vac. (B)(6) 2018: CT abdomen: ¿status post laparotomy. Extensive subcutaneous stranding involving the anterior abdominal wall with a focal collection of gas with possible fistula to the laparotomy incision and to the overlying skin in the right lower quadrant. The stranding extends to the intra-abdominal mesh. Cannot exclude infection of the mesh.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further state: cutting gore® dualmesh® biomaterial to the proper size is essential. Use sharp surgical instruments to trim the mesh. If gore® dualmesh® biomaterial is cut too small, excessive tension may be placed on the suture line, which may result in recurrence of the original, or development of an adjacent, tissue defect. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device but product type was confirmed through other records provided. Review of the manufacturing records could not be performed as a valid lot number was not provided. Although a review of manufacturing records could not be performed, all pre-release specifications are confirmed prior to release as part of quality system processes. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A4: added patient weight. B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: record for the hernia repair 12/2008 and the mesh placement were not provided.] On (B)(6) 2009: (B)(6) center. Radiology-CT abdomen/pelvis. Indication: abdominal pain. Findings: clips in presumed location of appendix and the appendix may be surgically absent. Right lateral abdominal wall hernia with a loop of small and large bowel herniating through it. No incarceration of loop of small bowel seen to suggest obstruction. There is inflammatory stranding within the subcutaneous tissues. Within the abdominal wall, there is a fluid collection 9 cm x 3.6 cm. A hernia mesh is seen involving the midline and to the left of the midline of the anterior abdominal wall. No abdominal pelvic free fluid. Impression: right lateral abdominal wall hernia with loops of small and large bowel within it. No obstruction seen. Inflammatory stranding within subcutaneous tissues of right anterior abdominal wall. Fluid collection within right anterior abdominal wall 8.9 x 3.6 cm. This could represent postoperative seroma in light of history of surgery. Cannot exclude abscess. On (B)(6) 2009: (B)(6) medical center. (B)(6) md, facs. Operative report. Preoperative diagnosis: abdominal wall abscess, previous incisional hernia, abdominal wall. Postoperative diagnosis: infected mesh and suture material lower abdominal wall, right lower quadrant. Procedure: incision and drainage, debridement of abdominal wall abscess, mesh removal and suture removal, 10 cm length. Anesthesia: general; (B)(6) md. Indications for procedure: ¿ms. (B)(6) is a 46-year-old female who has had a previous anterior abdominal wall hernia repair back in december by dr. (B)(6) in ft. Valley. She has a persistent abdominal wall hernia in the epigastrium. However, she now has erythema and fluctuance in the right lower quadrant. She is now considered for incision and drainage and debridement.¿ description of procedure: ¿ms. (B)(6) was taken to the operating room and the right lower quadrant local infiltration with 0.25% marcaine with epinephrine. An incision was made transversely encountering a large amount of infected material and cultures, aerobic an anaerobic, were taken. The tracts tunneled down to the suture material at the edge of the attachment of the mesh and the sutures of prolene and [sic] were removed along with the mesh. Adequate hemostasis was obtained. The posterior abdominal fascia appeared to be intact and the wound was then packed with 4-inch kerlix soaked with clorpactin, abd¿s and an abdominal binder was placed. Estimated blood loss 30 cc. Ms. (B)(6) was awakened and extubated and was taken to recovery in stable condition.¿ on (B)(6) 2009: southeastern pathology associates. (B)(6) md. Pathology report. Specimen: s09-4401. Type: surgical. Submitting doctor: (B)(6) md. Diagnosis: a) abdominal wound mesh (abscess debridement with mesh removal): surgical mesh: attached fibrous scar tissue with acute and chronic inflammation. -foreign body giant cells present. -no evidence of malignancy. Gross description: a) specimen designated ¿mesh taken from abdominal wound¿: the specimen received in formalin consists of an irregular-shaped sheet of light tan and blue mesh measuring 14.0 x 6.0 cm. Attached to one side of the mesh is fibrin and fibrous tissue. No masses are present. The soft tissue component is sampled in cassette a1. Clinical history: abscess abdominal area. On (B)(6) 2009: (B)(6) medical center. Microbiology. Abdominal wall abscess. Few white blood cells, no growth after 2 days, no anaerobes isolated. On (B)(6) 2009: (B)(6) medical center. (B)(6) md, facs. Operative report. Preoperative diagnosis: abscess right lower quadrant, status post removal of infected mesh from an incisional hernia, wound vac in place with erythema below the wound vac. Postoperative diagnosis: abscess right lower quadrant with tract leading to retained sutures and fragments of mesh. Procedure: incision, drainage and debridement of right lower quadrant abscess with removal of retained suture and fragments of mesh. Anesthesia: general endotracheal; e. (B)(6) , md. Indications for procedure: ¿ms. (B)(6) is a 46-year-old female who has had a previous incisional hernia repaired at another facility and developed a wound infection. She subsequently had debridement of her mesh and suture material and had a wound vac in place and is postop approximately three weeks. She now has an area of erythema inferior to the previous incision. Now considered for incision, drainage and debridement.¿ description of procedure: ms. (B)(6) was taken to the operating room, placed under general anesthesia. The abdomen was prepped and draped in sterile fashion. The right lower quadrant incision was opened and finding an area of pus with a tract leading to retained sutures and mesh. Cultures aerobic an anaerobic were taken. The wound was opened and debrided of suture material and mesh, and the wound was then packed with clorpactin, 2-inch kerlix, 4 x 4¿s, sterile dressing and reinforced with abdominal binder. Ms. (B)(6) tolerated the procedure well and she was awakened, extubated was taken to recovery in stable condition.¿ on (B)(6) 2009: (B)(6) medical center. Microbiology. Right lower quadrant abdominal abscess. Methicillin resistant s. Aureus, moderate growth. On (B)(6) 2009: (B)(6) medical center. (B)(6) md. Radiology-CT abdomen/pelvis. Findings: anterior abdominal wall hernia with loops of small and large bowel within it with no evidence of incarceration. On (B)(6) 2009: (B)(6) medical center. Microbiology. Blood cultures; no growth after 5 days. Wound culture: dx; infected incision. Organism: pseudomonas aeruginosa. On (B)(6) 2010: (B)(6) medical center. (B)(6) md. Operative report. Preoperative diagnosis: massive incisional hernia, right lower quadrant and midline. Previous wound infection. Small bowel within the hernia sac. Postoperative diagnosis: most small bowel within the hernia sac. Operation: diagnostic laparoscopy with lysis of adhesion, removal of small bowel from the hernia sac, greater than 45 minutes. Incisional herniorrhaphy with a 18 x 24 dual mesh. Anesthesia: general endotracheal anesthesia; lisa o. Murray, crna/lynne s. Stone, crna/(B)(6) md. Indications for procedure: ¿ms. (B)(6) is a 46-year-old female who had a previous incisional hernia repair multiple times with mesh infection. She has had mesh removal. She had been treated with massive amounts of antibiotics. She has a massive incisional hernia that occupies the lower abdomen and right lower quadrant. She is now considered for diagnostic laparoscopy and an incisional herniorrhaphy.¿ description of procedure: ¿ms. (B)(6) was taken to the operating room and placed under general anesthesia. The abdomen was prepped and draped in sterile fashion. A supraumbilical incision was made with sharp dissection down to the linea alba and mesh. This was opened. Entering the abdominal cavity, a 5 mm trocar was placed. The laparoscopy was introduced. Examination revealed adhesions and small bowel, large bowel in the hernia sac. 5 mm trocars were placed in the right upper quadrant and left upper quadrant lateral to the umbilicus. Massive adhesions were taken down with blunt and sharp dissection. Removal of small bowel from the hernia sac and dissection of the large bowel. Identification of the fascia was appreciated, superior, lateral and inferior. The markings were made for the limits of the fascia on the external skin. The diagnostic laparoscopy was completed. Previous transverse incision, elliptical incision, including this portion of the incision removed the previously marked hernia sac noted at the time of the diagnostic laparoscopy. The skin, subcu and portion of the hernia sac were sent for pathologic examination that measured at least 24 cm in length and at least 10-15 cm in width. The fascia was freed superior, inferior, and both medial and lateral. Measuring for limits of the hernia repair, 18 x 24 cm dual mesh was selected, smooth side intraabdominal, rough side toward the muscle. The lateral borders of the rectus fascia were found and the mesh was sutured mesh to rectus fascia in a vertical or horizontal mattress with the knots tied on the mesh side. These individual sutures were placed approximately 1 cm apart in a 360 degree fashion. All lap packs were removed and accounted for. The overlying scarpa fascia was closed with a 0 vicryl suture. The subcu was closed in layers with 3-0 vicryl and the skin was closed with skin staples. Two davol drains were placed in the right and left side, penetrating under the scarpa fascia. Drains were hooked to bulb suction and secured to the abdominal wall with 3-0 nylon suture. Velcro abdominal binder was placed. Estimated blood loss 100 cc. A foley catheter had been inserted prior to surgery, as well as sequential compression devices to both lower extremities. Ms. (B)(6) was taken to recovery in stable condition.¿ product identification records for the alleged ¿dual mesh¿ were not provided. On (B)(6) 2010: (B)(6) medical center. (B)(6) md. Pathology report. Diagnosis: a) skin and soft tissue, right lower quadrant and midline (herniorrhaphy): - skin and subcutaneous tissue with fibrosis and foreign body-type reaction to refractile, birefringent foreign material. Scar/organizing skin ulcer with associated acute inflammation. -focal organizing abscess, adjacent to a portion of the foreign material (largest skin fragment). Gross description: a) received in formalin labeled ¿skin, subcutaneous part of hernia sac¿ are seven portions of tissue, together 1252 grams. Four of the fragments are slightly hemorrhagic, otherwise unremarkable portions of fatty tissue, together 11.5 x 4.0 x 1.5 cm. One representative section of each of these is submitted, together as a1. A separate irregularly shaped fibrous fragment with multiple sutures is 9.5 x 2.5 x 0.8 cm and has attached brown possible muscle strands. Within this laminated tissue is tan white possible synthetic material. Representative sections of this tissue fragment are submitted as a2. The two largest fragments are nearly elliptical portions of tan white to tan pink skin with attached subcutaneous tissue. The large of these is 25.0 x 13.5 cm; excised to a depth of 4.5 cm. The epidermal surface shows blue surgeon¿s¿ ink, central irregular scarring, and focal ulceration. The deep aspect is mottled, variably fibrotic, and includes a portion of tan white possible synthetic material similar to that in the intermediate size separate fragment. Serial sections through the subcutaneous tissue show a small central focus of softening within the fibrous tissue, approximately 2.0 cm in greatness dimension. Sections of the largest skin fragment are submitted as a3-a4. The last portion of tissue is a tan white nearly elliptical portion of skin with subcutaneous tissue, 26.0 x 7.5 cm, excised to a depth of 5.0 cm. The epidermal surface is tan white and unremarkable. The deep aspect shows somewhat mottled, tan to brown fibrotic tissue containing sutures and a layer of tan white possible synthetic material. On sectioning the fibrotic layer is approximately 0.6 cm thick and the subcutaneous fat between this layer and the skin is fatty and unremarkable. Representative sections from this portion of tissue are submitted as a5. Clinical history: incisional hernia. On (B)(6) 2011: [ni]. (B)(6), md. Radiology-CT abdomen/pelvis. Indication: abdominal pain, possible hernias. Comparison: outside report from (B)(6) medical center (B)(6) 2011. Findings: small midline ventral abdominal wall hernia which contains fat. Laxity of anterior abdominal wall. Large abdominal pannus hangs to level of pelvis, contains normal appearing loops of small and large bowel. Previous hernia repair with mesh anteriorly. The integrity of the mesh appears intact when comparing this to the previous exam 09/15/09 at houston medical center. However, on today¿s exam again identified is a right lateral abdominal wall hernia with a defect in the external oblique muscle with a few opacified loops of small bowel within it. No incarceration. No free air or fluid. Changes in diverticulosis is seen. Impression: previous anterior abdominal wall hernia repair with a mesh in place. Small ventral abdominal wall hernia containing fat. Right lateral abdominal wall hernia containing normal appearing opacified loops of small bowel within it. Large abdominal pannus hangs to level of pelvis. The laxity of this pannus causes sagging of the anterior abdominal wall, subcutaneous tissue. Pertinent records between 8/3/2011 and 7/7/2014 were not provided. On (B)(6) 2014: (B)(6) medical centers. (B)(6) md. Operative report. Preoperative diagnosis: acute cholecystitis. Postoperative diagnosis: acute cholecystitis. Procedure: laparoscopic cholecystectomy with operative cholangiogram. Assistant: david holmes, medical student. Anesthesia: general. Estimated blood loss: minimal. Complications: none. Operative report: ¿the patient was taken to the operating room and placed in supine position upon the operating table. After an adequate level of general anesthesia had been administered, the abdomen was prepped and draped in usual manner. A supraumbilical skin incision was made and taken down into the abdominal cavity. A hasson trocar was inserted and pneumoperitoneum was administered. Laparoscope was inserted. The diagnostic laparoscopy revealed no evidence of injury from the hasson trocar cutdown. The patient was noted to have dense adhesions from the umbilicus and mainly down in the right lower quadrant where she has a large ventral hernia. The gallbladder was acutely inflamed. The liver was enlarged and fatty. No other pathology was noted. Three 5 mm trocars were inserted in the right upper quadrant. Gallbladder was grasped and retracted laterally. The neck of the gallbladder was retracted laterally and anteriorly. The cystic duct was isolated. The critical view was established. A clip was placed at the gallbladder-cystic duct junction. A cystic [illegible] was created. An operative cholangiogram was obtained. This showed normal ductal anatomy and there were no filling defects. The cystic duct was then divided between hemoclips. The cystic artery was identified and divided between hemoclips. Gallbladder was dissected free of the undersurface of the liver using electrocautery dissection. The liver bed was inspected. Hemostasis was ensured. The gallbladder was placed in an endopouch and delivered through the umbilical trocar site. All remaining trocars were removed. The wounds were approximated with fascial sutures of 0 vicryl and skin staples. The patient tolerated the procedure well and was returned to recovery room in stable condition.¿ on (B)(6) 2014: [ni]. (B)(6) , md. Office note. Follow up postop lap chole. Medical history: diabetes, asthma. Surgical history: laparoscopic cholecystectomy (B)(6) 2014, c-sections x 4, open ventral hernia repair x 3, transabdominal hysterectomy, bilateral salpingo oophorectomy. Never smoker. Medication: novolin [insulin]. Wt 253, bmi 46.27. Exam: abdomen; wound healing well, massive rlq [right lower quadrant] hernia. Impression: ventral hernia. Plan: okay¿d to resume normal activity as tolerated, see back prn, made appt to see dr. (B)(6) for possible component separation. On (B)(6) 2014: macon surgical associates. (B)(6) , md. Office note. Consult for component separation. Ventral hernia; pain, swelling, getting larger. Denies s/s [signs/symptoms] obstruction or incarceration, admits to nausea, has skin erosions. Exam: abdomen; wound healing well, massive rlq hernia with erosion. Impression: ventral hernia. Plan: plastic surgery referral. On (B)(6) 2014: the medical center of (B)(6) . Md. Radiology-CT abdomen/pelvis w/ contrast. Reason for exam: hernia. History: hernia, [illegible] hernia, 3 hernias and 2 cesarean sections, hysterectomy, cholecystectomy. [Highly illegible copy]. Impression: stable small fat-containing upper midline ventral abdominal wall hernia just above the level of prior ventral abdominal wall hernia repair. Significant interval enlargement of a large ventral abdominal wall hernia in the right lower quadrant of the abdomen along the right lateral margin of previous hernia repair mesh. No acute abnormality within the hernia contents. On (B)(6) 2014: macon surgical associates. (B)(6) , md. Office note. F/u CT. CT shows loss of domain. Impression: incisional hernia. Plan: plastics and pulmonary. On (B)(6) 2015: medical center (B)(6) . (B)(6) , md. ER visit. History of present illness: diabetes type ii, morbid obesity, chest pain, cholecystectomy, reflux disease, and hiatal hernia, emotional stress due to 3 recent deaths in family and physical stress due to multiple grandchildren. Uses aleve and goody powder. Medications: carafate suspension, insulin, maalox, atorvastatin, protonix, aspirin. Prescriptions: protonix, omeprazole. Scheduled for ventral hernia repair with dr. (B)(6) . Social history: denies smoking, alcohol, illicit drug use. Laboratory: glucose 318. Impression: chest pain most likely to gerd, gastroparesis, hiatal hernia, dm ii uncontrolled, htn, morbid obesity. On (B)(6) 2015: medical center of (B)(6) . (B)(6) , md. Discharge summary. Cardiac enzymes negative times two sets, chest pain completely resolved. It should be noted that on arrival in the emergency room, patient¿s blood pressure was markedly elevated, by time patient was appropriately treated, her vital signs has improved. Chest pain free for at least 24 hours and able to ambulate without hindrance. Discharged home on omeprazole, aspirin, atenolol, lantus, lispro, novolog insulins, protonix, zocor, losartan. Discharge instructions: advised to be compliant with medications, follow up with primary care physician 2-3 weeks after discharge, and cardiology at discretion of cardiologist. Stable. On (B)(6) 2016: macon surgical associates. (B)(6) , md. Office note. Schedule surgery for hernia repair. Wt 218. Exam: abdomen: incisional hernia large. Impression: incisional hernia without obstruction or gangrene. Plan: CT to assess change in 2 years with loss of domain. On (B)(6) 2016: medical center (B)(6) . (B)(6) md. Radiology-CT abdomen/pelvis w/o contrast. Reason for exam: incisional hernia. Findings: ventral hernia, fat containing, there is an abdominal wall mesh from a repair but the hernia is just superior to the mesh. Weakening of right abdominal wall, large panniculus. Has undergone repair of a remote hernia but a large amount of bowel continues to be present within the panniculus midline and to the right. No free peritoneal air evident. Impression: similar to november 20, 2011 ventral and to the right hernia status post remote repair with evidence of a fat-containing ventral wall hernia above the mesh similar. On (B)(6) 2016: macon surgical associates. (B)(6) , md. Office notes. Incisional hernia without obstruction or gangrene. Pain, swelling getting larger, admits to nausea, has skin erosions. CT confirms loss of domain with greater than 15 cm defect. Exam: abdomen; large mass of abdominal contents in sac somewhat compliant. On (B)(6) 2016: medical center of (B)(6) . (B)(6) , md. Preoperative history and physical. Chief complaint: abdominal incisional hernia, plans to have repaired. She is for a temporary ivc filter. Diagnosis: incisional hernia; plans to have repair. Procedure planned: temporary ivc filter. Review of systems: abdominal hernia; very large. On (B)(6) 2016: medical center of (B)(6) . (B)(6) , md. Operative report. Pre/postop diagnosis: incisional ventral hernia with loss of domain. Procedures performed: laparoscopic placement of a peritoneal catheter for progressive insufflation and abdominal wall expansion. Anesthesia: general and local. Specimens: none. Implants: peritoneal dialysis catheter brought out through the left abdomen. Blood administered: none. Estimated blood loss: minimal. Complications: none. Conditional completion of the procedure: stable. Antibiotics: the patient was given perioperative antibiotics. Indication: this is a 52-year-old female with a history of incisional ventral hernia repair, status post multiple attempts at repair. The patient has been left with loss of domain. The patient has significant medical problems and has a history of smoking and obesity. She has worked hard to lose weight and has quit smoking, and after evaluation by dr. (B)(6) and review of possible solutions, she was consented first to placement of a peritoneal dialysis catheter for the use of progressive insufflation of the abdomen an expansion to then undergo a component separation and complex ventral hernia repair with mesh a week later. Description of procedure: ¿the patient was taken back to the operative suite and placed in supine position on operating table. General anesthesia was induced. Once adequate endotracheal intubation was complete, patient; arms were placed at 90 degrees from her side and all pressure points padded. Timeout was called to confirm patient name, date of birth, and procedure. Abdomen was prepped and draped in usual sterile fashion. We began by accessing the peritoneal cavity and the left upper quadrant with a veress needle technique. A stab incision was made roughly 2 fingerbreadths below the left costal margin and a veress needle was inserted with the appropriate feedback. Saline infused easily and co2 gas was attached. After adequate insufflation with roughly 5 liters of co2, veress needle was removed and the incision was enlarged and a 5 mm trocar was inserted using the optiview technique. Upon insertion of laparoscopic camera, the large loss of domain was identified. There were dense adhesions throughout and omentum was seen especially towards the right lower quadrant at the hernia site. At this time, we proceeded with placement of the peritoneal catheter. A further 5 mm trocar was inserted in the left abdomen. This was then removed and a tract was dilated and entered into the peritoneal cavity. The introducer stylet with pd catheter was inserted through this tract and was visualized being unfurled within the lower abdomen. The first cuff was within the subcutaneous tissue. A counterincision was made and hemostat was used to bring the catheter out the counterincision with the second cuff within the subcutaneous tissue. The catheter adaptor was placed and this was capped. The 5 mm trocar site in the left abdomen was closed with a 4-0 vicryl interrupted suture. The 5 mm trocar in the upper abdomen was removed and was also closed with 4-0 vicryl subcuticular interrupted suture. Wounds were cleansed and surgical glue was placed. Catheter remained capped and the patient¿s abdomen insufflated. The patient was monitored throughout the procedure with anesthesia and no evidence of bradycardia or cardiopulmonary instability was noted. At this time, the patient was extubated in the operating room and taken to pacu in stable condition. All needle, instrument, lap and sponge counts correct at the end of the procedure. Dr. (B)(6) was present and participated in the entire procedure. The patient was to be transferred to the ICU for monitoring overnight. We will perfume progressive insufflation until appropriate for component separation and hernia repair.¿ continued on attachment. - attachment: [event 41287continuation h10.11.pdf]

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2010, whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2016, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal, mesh failure, additional surgery. Additional event specific information was not provided.